Event description:
Medtronic received a report that a cello had a catheter leak. The patient was undergoing surgery for treatment of a carotid artery embolization procedure. It was noted the patient's vessel tortuosity was normal. It was reported that the physician was performing a carotid artery embolization procedure and intended to use cello (ref: (B)(4), lot: 5300224). During pre-use testing, it was found that the balloon could not be inflated, and leakage was observed at the distal end. The device was not used for any balloon-related operation, and no replacement device was used. The procedure was completed successfully, and the patient experienced no adverse effects. The catheter flushed and was inspected prior to use and the leak was observed during preparation. All devices were prepared as indicated in the IFU. No patient complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.